Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen® gts previously implanted in right eye, then requiring an additional device be implanted 98 days later. Device remains implanted.